Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following implant, a small pneumothorax was observed and was resolved without treatment. An abbott introducer used during the subclavian puncture was the suspected cause of the pneumothorax, however; product details regarding the device were unavailable. The patient was stable and discharged home.